Event description:
It was reported that patient presented via merlin.net, the transmission showed that pacemaker (pm) exhibited under sensing. No programming changes or intervention were reported. The patient was stable.